Event description:
Kalteis, k., et al. Influence of bilateral stn-stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease/journal of neural transmission/2006/113/9/1191-1206. The article describes a study where the authors investigated the effects of dbs subthalamic stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease. Pts were assessed three times prior to surgery and at three, nine weeks as well as three, six and twelve months after surgery. Some post stimulation complications were noted. Six months to one year post-operatively, one male pt noted a worsening in psychosocial and psychiatric functioning vis a vis psychological construct questionnaires, specifically in symptom distress, depressive symptoms, and well being. The pt has a history of moderate depression and drug-induced psychotic episodes (treated with clozapin and trazodon), prior to dbs surgery. The pt also reported psychosocial difficulties before surgery. After surgery, he also complained of loss of initiative and fatigue. No treatment or outcome info was provided.

Manufacturer narrative:
This report is being submitted following an internal audit.